Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken cover (connector). The issue occurred during a laparoscopy procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide cable was ripped apart, the fibers were broken, the distal end was dented and scratched, the outer tube was dented, and the light transmission had failed, the adapter was loose. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was that the light guide cable had been ripped apart. In addition, the broken fibers, the dented and scratched distal end, the dented outer tube, the failed light transmission, and the loose adapter were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.